Manufacturer narrative:
Product event summary : the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular lead "did not pass or stay in." The lead was not used and another competitor lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.